Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020 a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. The patient's caregiver reported that the patient's tubing was not mobilizing on (B)(6) 2021. On (B)(6) 2021, the patient's gastroenterologist diagnosed a buried bumper and the tubing was removed. The patient received a temporary nasal tube and will stay the night in the gastroenterology nursing ward.